Manufacturer narrative:
The device is reported to be available for evaluation; however, it has not yet been received. D10 - full administration set description - primary plum set, clave secondary port, clave y-site, secure lock, 103 inch with list number 146870489 and lot number 14445442.

Event description:
The event involved plum 360¿ infuser where the customer reported that while the device was infusing precedex, pump showed it was infusing at 7 ml/hr and the whole bag went in within about 30 mins. The patient's clinical status prior to, during, and following the event is intubated and sedated. The event occurred at 1402 the drug was initiated and empty bag noted at 1430. The patient was intubated and had transit hypotension; harm was not reported as a consequence of this event.

Manufacturer narrative:
The device was received for evaluation; the infusion started by 14:02 was stopped after 15 minutes and was never fully complete. The same applies to further infusions also as the infusion was reprogrammed at multiple rates and started but not fully completed and only infused 0.8 ml by 14:39, when a distal occlusion alarm was received. Almost all infusions were not within delivery accuracy as the total volume infused was very small and rate of infusion was small. Later the infusion resumed and infused only 0.4 ml. Finally, the infusion was stopped and not used again. In conclusion, the customer description of inaccurate over delivery could not be confirmed as the infusion that started at 14:02 was stopped after 16 minutes and further infusions were also stopped and the total volume infused was not more than 1.2 ml after which we got distal occlusion alarm suggesting the empty bag as mentioned the probable cause of most infusions showing as not within the delivery accuracy is due to the small infusion volume/rate and the log limitation of the plum 360 to only 1 decimal place. It was recommended that that service center perform preventative maintenance test.